Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the customer's complaint of packaging defects could not be confirmed. Visual inspection acceptance criteria are " no loose foreign material (lfm) when inspected at (B)(4) magnification." No lfm could be found on device when inspected at (B)(4) magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. If additional info becomes available, a supplemental report will be sent.

Event description:
Report 8 of 9. Report received from (B)(6) stating that the device "failed distributor's inspection." It is known that this event did not occur during surgery and that there was no pt/user injury or medical intervention. There was no additional information provided.